Event description:
A falsely elevated ctni result of 4.25 ng/ml was obtained. Physician questioned the result. A new specimen was drawn and a ctni result of 0.03 ng/ml was obtained and reported to the physician. It is unk if there were adverse health affects or if the treatment was altered due to the erroneous result being reported to the physician. No instrument data was available for the specimen in question.